Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was described as "high" and a manual injection was administered to address. A supply change was performed to resolve the occlusion alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.